Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during dwell 3 of 4. The supply bag fell and disconnected. The technical service representative (tsr) assisted the home patient (hp) to clear the error by powering the unit off/on to clear the error. The hp would notify the peritoneal dialysis nurse and continue therapy with manual bags as her normal treatment demands. The hc unit was operational. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).